Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that 4.5 cannulated screw partially thrd/40 was found broken from the threaded tip. The observed condition can be confirmed, however no postoperative x-rays were provided to confirm the embedded device inside the body. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 4.5 cannulated screw partially thrd/40 would contribute to the complained device issue. Based on the investigation findings a potential cause can be do to unintended force. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter facility name: primary children medical center on behalf of intermountain hemophilia thrombosis center. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on november 13, 2023, sales representative received notification from the nurse who was in a case with a spine surgeon who was performing a pars repair in the spine of a patient. The nurse informed the sales representative that a partially threaded 4.5 cannulated screw had broken inside the patient, and that there would be a retained piece of the screw. Retained hardware fragment in patient. Consultant was at a different facility and had no prior use of this case before the nurse in the surgeon's room contacted. Surgery was completed successfully. It is unknown if there was a surgical delay. There was a patient consequences. This report involves one (1) 4.5mm cannulated screw partially threaded/40mm. This is report 1 of 1 for (B)(4).

Event description:
It was further reported additional x-rays were taken. The surgeon tried to remove the fragments but was unsuccessful. A surgical delay of 15 minutes was noted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.